Event description:
It was reported to boston scientific via a literature article that the outcomes of patients treated with transurethral water vapor energy therapy (wave), from one hospital. The results of 29 patients treated between (B)(6) 2023 and (B)(6) 2024 were evaluated. Patients had a median age of 79 years, with many presenting preoperative urinary retentions requiring catheterization. The procedure was brief (about 10 minutes), with an average of 8.7 vapor injections and no visual impairment from hematuria. Catheter removal occurred after a median of 13 days for patients without preoperative catheters and 36 days for patients with preoperative catheters. Of the 14 patients with preoperative catheters, 12 (85%) were able to urinate on their own. Postoperative adverse events consisted of 3 cases of coagulant tamponade, 2 cases of urinary retention, and 2 cases of epididymitis. Overall, wave appears to be a viable treatment option for benign prostatic hyperplasia in high-risk patients. The hospital plans to continue accumulating cases to further track outcomes.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. Detailed product information was not provided to bsc based on the nature of the information provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.